Manufacturer narrative:
The customer¿s report of a leak at the maxzero was confirmed. Visual inspection showed no cracks or other anomalies. Functional testing confirmed leaking at the engagement between the maxzero and the syringe. Closer inspection of the engagement showed a loose connection. After tightening the connection no leaks were observed. Infusion testing with a lab syringe pump module resulted in no alarms, disconnections or leaks. The root cause of the customer¿s report was a loose connection between the maxzero and the syringe.

Event description:
The customer reported noticing a jelly like substance on the tubing below the maxzero connector where it connects to the tubing. Upon further investigation they noted the lipid infusion was leaking at that connection. The patient also had infusions of tpn, dopamine, phenylephrine, fentanyl and vecuronium. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: (3)ext tubing, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported noticing a jelly like substance on the tubing below the maxzero connector where it connects to the tubing. Upon further investigation they noted the lipid infusion was leaking at that connection. The patient also had infusions of tpn, dopamine, phenylephrine, fentanyl and vecuronium. There was no patient harm.